Event description:
The event is associated with an underdelivery of a chemotherapy drug. After the infusion pump was sent home with the pt, the pt returned to the clinic after 7 days claiming that the pump had not been infusing drug for a period of 3 to 4 days.